Event description:
It was reported that, during an unknown procedure, there was not a clear line of closed staples. Another device was used to complete the case with no further issues. There was no consequence to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.